Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the row board with no lights, and the control board two kept indicating a firmware failure upon reboot, which prevented configuration. The engineer swapped the drawer for the customer due to a software glitch. The customer requested that the drawers be rotated so they could continue using the equipment. The configuration was completed. The customer tested it and reported no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2.1 and 2.2 were failed. The customer stated that they were unable to access/issue the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.